Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Calibration, qc, alarm trace, and pre-analytical data were requested but not provided. The field service engineer found that the sonic wash station needed to be cleaned. He cleaned the sonic wash station, replaced the ise probe, and performed all sonic wash adjustments. Precision studies were performed and they were within specifications. The instrument was performing within specifications. The service actions (cleaning the sonic wash station, replacing the ise probe, and performing all sonic wash adjustments) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for an unspecified number of patients' serum/plasma samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. No discrepant results were provided. The reporter alleged that the difference between the initial and the repeat measurements was >7 mmol/l. The reporter also stated that they had seen a salt build-up on the ultrasonic mixer and for that reason, the samples were re-tested. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.